Manufacturer narrative:
(B)(4). Date of initial report: 04/13/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device became locked on tissue. Additional tissue had to be resected to remove device. No patient injury reported.

Manufacturer narrative:
One used ls1037 ligasure was rec'd for eval. Visual inspection found no defects. The jaws were not stuck shut when rec'd and they opened and closed normally when using the handle. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. All seal cycles were completed satisfactorily. The knife was activated on a silicone test strip and the results were acceptable. The device reopened without difficulty after sealing. The investigation found the device to function normally and within specifications. The device history record was reviewed and no entries potentially pertinent to the customer's report were noted.

Event description:
The procedure was a bilateral salpingo-oophorectomy. An extra port was used to allow for the use of another device to help release the complaint device from the patient. Bleeding was described as being less than 250cc.